Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed.  The reported problem (delivers monophasic pulse) has been confirmed.  Upon investigation the monitor delivered a monophasic pulse and reset at incoming testing.  The cause for failure was isolated to shorted insulated-gate bipolar transistors (igbts) q12 and q16 on the defibrillator pca, shorted u409 and thermally damaged igbts q14 and q15 on the pca board. The root cause for the damaged components could not be positively identified. No adverse event resulted from the defective equipment.

Event description:
A us distributor reported that a monitor delivered a monophasic pulse.